Manufacturer narrative:
Stanmore implants worldwide ltd (siw) was notified after the revision of a custom device to an "off the shelf" device. The reported fracture has not been confirmed by siw. The explanted device was not returned to siw for evaluation. Therefore, based upon the information reported, it is not possible to definitively determine a root cause for the reported complaint. The patient underwent a successful revision with a mets distal femur implant without incident.

Event description:
This is a supplemental report to (B)(4).

Manufacturer narrative:
The manufacturing history of the device has been reviewed and confirmed that no abnormalities or deviations were reported. This complaint is being investigated and the results will be provided in the final report.

Event description:
It was reported that the patient was standing and on turning the prosthesis shaft broke at the junction of the collar and stem; thus requiring an urgent revision. The device was replaced with a mets distal femur replacement. (B)(4)